Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer observed the fan running, then power-cycled the device by turning it off and on. The device restarted successfully, suggesting it may have entered screen saver mode following scheduled maintenance. The unit is now online in rss and visible on the customers health site viewer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.